Event description:
The clinic reported that a patient received a corneal burn during a phacoemulsification procedure for cataract removal. The patient required 2 unplanned sutures to close the wound. The patient reports that they are unable to see.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
The phaco handpiece was returned to the manufacturer for evaluation. Inspection of the handpiece revealed that the aspiration lumen was 50% clogged. Once the material was removed from the lumen the handpiece passed all functional tests and no heating was observed. The handpiece was found to meet the specification for the device. The cause of the corneal burn was not determined; however, the aspiration lumen partially clogged may have contributed to the event. A batch record review was conducted and no anomalies were noted in the manufacturing of the device. The handpiece and its components met all specifications prior to being released. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Manufacturer report number should have been 2024664. Placeholder.